Event description:
It was reported to boston scientific that the sheath of the mini pursuer stone retrieval helical basket puckered and could not be fully closed once in proximity of the stone that was to be retrieved. A second mini pursuer stone retrieval helical basket was used to complete the procedure. The patient was reported to be stone free upon completion of the procedure.

Manufacturer narrative:
A visual and functional evaluation was performed and found that the device does not function due to damage to the sheath. The sheath is buckled sheath 8 inches from handle and the basket wires are deformed. A device history review revealed no anomalies. It is believed that the damage to the basket is a result of the device being retracted through the scope with the basket partially opened.